Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked insulin. There was no impact to the customer's blood glucose level. In addition, it was reported that the customer damaged the cartridge by inserting the needle too deep when filling the cartridge with insulin. Customer changed the cartridge to resolve the issue.